Manufacturer narrative:
New information: on 8/3/2018, mentor became aware that the correct date of explant (doe) is (B)(6) 2018, not (B)(6) 2018 as previously reported on initial report and that the patient underwent bilateral removal and replacement of the implants. Device evaluation summary: it was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with a saline mentor breast implant of unknown type and experienced deflation on the right breast implant. The deflation was diagnosed during physical examination. As a result, patient underwent bilateral removal and replacement with mentor memorygel breast implant 360cc gel implants, catalog # 3507360mc, s/ns (B)(4) on (B)(6) 2018. The device was returned to mentor without fluid inside. White material was observed within the device. No foreign material was observed on the shell surface. The product evaluation (pe) team discovered a rent measuring approximately 7.9 cm at the posterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a saline mentor breast implant of unknown type and experienced deflation on the right breast implant. The deflation was diagnosed during physical examination. As a result, patient underwent removal of the implant on (B)(6) 2018.